Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that the surgeon side console (ssc) right master tool manipulator (mtm) failed to power on the self-test with error 25588. The fse performed several tests and determined that the issue was related to a cable between the remote arm controller board (rac) and mtm. The fse replaced the ssc armrest cable harness to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the ssc armrest cable harness for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. A review of the procedure log with the information provided resulted in no additional information. The system logs were reviewed/analyzed as part of the fse's investigation. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted vesicolithotomy surgical procedure, the customer encountered error 25588 when powering on the system, and universal surgical manipulators (usms) 3 and 4 would not recognize instruments. The technical support engineer (tse) had the customer power cycle the system, but the issue was not resolved. The tse reviewed the system message and determined that there was an issue with the surgeon side console (ssc). The tse had the customer check the master tool manipulators (mtms) and perform a hard power cycle on the ssc; however, the error persisted. There was no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: it was confirmed that ports were placed at the time of the event. The system initially powered on without error 25588. The site did not check system functionality prior to installing the instrument arm drapes and instruments. The procedure was converted to laparoscopic surgery and completed successfully.

Manufacturer narrative:
Corrected/additional information is found in the following fields based on the cancelled return material authorization (RMA) product: d9 (device available for evaluation), g3, g6, h2, h3 (no device evaluation code), h6, and h10. The surgeon side console (ssc) armrest cable harness is a field scrap item, and no failure analysis investigation was performed.